Event description:
It was reported that the arctic gel pads leaked. They tried to explain the technology about how the pad could not leak, but still the customer wanted to have the pad to be evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. The potential root cause was improper material specifications for integrity of film (bonding capability), improper material specifications for integrity of film (tear resistance). The lot number was unknown; therefore, the device history record could not be reviewed. Labelling review was not required as the product catalog number was unknown. The actual/suspected device was inspected.

Event description:
It was reported that the arctic gel pads leaked. They tried to explain the technology about how the pad could not leak, but still the customer wanted to have the pad to be evaluated.